Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in back-up vvi mode after a vt-vf episode. The patient had cardiac arrest, collapsed and lost consciousness at home. The patient had approximately 4 external shocks on the way to the hospital. The patient had sustained a severe anoxic brain injury in the course of cardiac arrest. When the device was interrogated in the hospital, the backup vvi message, with a reset reason of c0 and the power on reset (por) status was noted. Possible device damage from the external defibrillations was suspected, and suggested that the physician consider a dft test. The patient was currently intubated and on life support in ICU. It was later reported that the patient expired.